Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient was in the emergency room for an unspecified reason. Upon interrogation it was found that the right atrial (ra) lead exhibited loss of capture (loc). It was noted that they had seen the patient for similar issues prior and reprogrammed to unipolar pacing with bipolar sensing. However now there was low out of range pacing impedance measurements in unipolar configuration. The lead was switched to bipolar and the impedance measurement was 380 ohms. The sensing in bipolar was noted to be good. They reprogrammed sensing from fixed to automatic gain control since there was a lot of farfield oversensing of the r-waves on the atrial channel. The atrial blanking after ventricular pace was also increased. Bipolar atrial pacing threshold test resulted in non-detection of p-waves on the surface electrogram (egm). The atrial threshold in bipolar was seeing no capture at 5 v amplitude. There were also inappropriately stored atrial tachy response (atr) events due to oversensing of noise. A revision procedure was performed. During the procedure the physician nicked the ra lead insulation. The lead was surgically abandoned and replaced. Interrogation of the pacemaker also found that the device showed one year remaining after only being implanted for less than one month. There was concern that the oversensing of noise may have increased the power consumption of the battery boston scientific technical services (ts) was consulted and a disc of the device¿s memory was sent in for analysis. Analysis confirmed that the pacemaker was depleting faster than expected. The outputs were reprogrammed and longevity was re-checked with still one year remaining, thus the physician opted to replace the pacemaker due to the limited longevity remaining. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.